Manufacturer narrative:
Approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). The returned lighttrail reusable use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 304 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 4 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. Functional analysis revealed there was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The fibers are consumable devices and expected to degrade with use. Analysis of the returned device revealed there was no light from the sma connector, indicating a fracture within the fiber connector. The analyzed fiber connector fracture was likely due to procedural handling of the fiber during setup, use, or reprocessing. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a flexible ureteroscopy (furs) procedure performed on an unknown date. The laser unit used was an auriga xl 4007 laser console. During the procedure, the focus lens of the laser console was broken and damaged the fiber making it unusable. Damage to the fiber caused by a faulty focus lens is typically internal, leading to an inability to fire. There were no patient complications reported as a result of this event. This event has been deemed a reportable based on investigation results which revealed that the laser fiber was broken within the connector.